Event description:
It has been reported to philips that the system did not turn on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and found that the machine was not switching on. Upon troubleshooting, the fse performed a pc diagnostic tool. The fse found a larc collision detected, further diagnosed the issue, and found the larc longitudinal motor was defective. To resolve the issue, the fse replaced the luc board, and observed the same error was appearing, so the fse replaced the power supply and dcps of the r-cabinet. After the dcps(direct current power supply) replacement, the fse found the 24vdc bank of the r-cabinet pdu(power distribution unit) was completely turning off, and also the gib 24vdc power was turning off after the system shutdown. Because of the correct power recycle, the lateral stand booted up well. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.